Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would intermittently power off by itself. It was also reported that a third party usb data cable was connected to the device at the time of the power issue. The customer was unable to provide further details of the event or patient information. However, there was no adverse patient outcome reported.